Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps elevator could not be identified. A definitive root cause of the presence of foreign matter could not be determined. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedure reprocessing survey info: no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used for reprocessing water was aspirated through the instrument channel. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flush the air/water nozzle / channel with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a) the customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) There was no delay in the start of pre-cleaning of the device, (c.) The customer flushed the elevator wire channel with detergent solution, (d.) There were no abnormalities in the accessories used for reprocessing, (e.) And the customer brushed the forceps elevator. The device was returned to olympus for evaluation. The customer¿s allegation of having problems with the aspiration system could not be confirmed. The additional findings are as follows: (a.) Due to wear of angle wire, bending angle in upward direction does not meet the standard value, (b.) Adhesive on bending section cover was detached, (b.) The suction connector had corrosion due to water leakage, (c.) The switch box had a scratch, (d.) The objective lens had a scratch, (e.) The connecting tube had a scratch, (f.) And the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope exhibited poor suction. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During testing and inspection of the returned device, it was discovered that there was foreign matter clogging the forceps elevator wire. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.